Manufacturer narrative:
(B)(4) final report. Additional information, including device details, patient medical history, post primary and pre revision x-rays, explant and reason for revision were requested in order to progress with the investigation, however, not all were provided, therefore, there was only limited information available for this investigation. The appropriate device details were provided and the relevant device manufacturing records were retrieved and reviewed, it was found that the reported device was manufactured in august 2005 as part of a batch of (B)(4); all items conformed to material and dimensional specification. The explant was not returned to corin for examination, therefore, at this time it cannot be determined if these devices may have caused or contributed to the patients experience. Based on this, corin now considers this case closed, however, should any new information come to light this case can be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 2 years and 5 months. The reason for revision is unknown.

Manufacturer narrative:
(B)(4) initial report. Additional information, including device details has been requested, and if received, the information will be provided in a supplemental report upon completion of the investigation. Device manufacturing records will be retrieved and reviewed upon receipt of the appropriate device details. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 2 years and 5 months. The reason for revision is unknown.